Manufacturer narrative:
The following other hip devices were also listed in this report: accolade plus tmzf hip stem #3; cat# 6021-0335; lot# unknown, delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# unknown, primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2011 the patient "while using the products in accordance with their intended uses and pursuant to the instructions set forth, was caused to suffer and sustain severe bodily injuries." Plaintiff further alleges that "the stryker accolade plus tmzf hip stem #3 (catalog number 6021-0335), stryker hip biolex delta ceramic v40 femoral head 36mm (catalog number 6570-0-036), stryker hip tritanium hemispherical cluster hole shell (catalog number 502-03-58f) and stryker trident x3 polyethylene insert 0 degree 36mm (catalog number 623-00-36f) were unfit for their intended purposes and were dangerous and unsafe....".